Event description:
It was reported that during a coronary stent procedure, in which multiple devices were used, a perforation of the saphenous vein graft occurred. The pt was taken to surgery. Pt status is unk at the time of this report.